Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) arm had 23137 pot to encoder error. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the ¿23008¿ error was triggered indicating fault on the axis, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where ¿sensors check¿ was found to be failing on the ¿0x1¿ axis. Once testing was completed, failure analysis was able to conclude that the ¿yaw search light sensor assembly¿ was found to be the root cause of the reported event.